Manufacturer narrative:
The passive implant consists of two samarium cobalt (smco5) magnets hermetically sealed in a titanium housing. Each implant is welded, cleaned, and 100% leak tested by the manufacturer using formally validated processes. The titanium material used in the magnetic implant is well established as biocompatible and is used in many medical implant applications.

Event description:
Pt was seen for consultation at (B)(6) in (B)(6) 2012 for a second opinion regarding issues with sophono. Pt reported long-term constant pain over a sore area at sophono implant site. Could only tolerate #1 magnet which compromised sound quality with device. Pt reported history of bloody drainage and infections at implant site. Physical exam revealed excoriation and crust over implant site. Due to skin breakdown, the sophono implant was explanted at (B)(6) on (B)(6) 2013.